Manufacturer narrative:
The exposed soft cannula was kinked. Although the damage was observed, it cannot be determined when or how it occurred. No other defects or deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient had high blood glucose levels of 321 mg/dl while wearing the pod for more than 48 hours on the leg. Treatment included changing the pod and a manual bolus of about 2 units.